Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure.

Event description:
It was reported that during a surgical procedure conducted at the user facility the led interface had loosened causing the navigation to be inaccurate. No adverse consequences to the patient were reported or procedural delays.

Event description:
It was reported that during a surgical procedure conducted at the user facility the led interface had loosened causing the navigation to be inaccurate. No adverse consequences to the patient were reported or procedural delays.